Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted for gastrointestinal bleeding. During log file analysis, a low flow event was noted on (B)(6) 2020 while pulsatility index elevated. It was later reported the cause of alarm did not seem to be device related and was likely due to fluid management. There were no new low flow alarms since (B)(6) 2020. Cause of pulsatility index events was unclear. Melena was found in stool. Hemoglobin levels were at 8.2 g/dl and the site continued to test hemoglobin every 6 hours. The patient received 3 units of blood in a 24 hour period from late (B)(6)2020. Octreotide was increased to 100 micrograms twice a day. If blood loss continued after medication adjustment, the patient's plan of care was for a push enteroscopy with argon plasma coagulation of any arteriovenous malformations.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. Additionally, the report of a low flow alarm was confirmed via the submitted log file. According to the account, the low flow was likely due to fluid management. A direct correlation between the device and the patient's fluid management could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.